Manufacturer narrative:
The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) was powered on and displayed a tcmid02 (ce danfoss error) message. The console was taken out of service following this observed issue. There was no known patient consequence reported, the issue occurred when the console was being warmed up during routine testing.

Manufacturer narrative:
The reported error message was confirmed in the event log, however, the tcmid02 was not reproducible during functional testing of the unit. Visual examination found no physical damage. The console passed system functional test with no error message. The console is performing as intended. To prevent the possible re-occurrence of the reported error, the wire harness was replaced. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4). Preventative maintenance was last performed in 2017, no issues found.